Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiogram (tee) imaging, and a 24 watchman flx closure device was implanted. At the 45-day routine follow up, tee revealed a very large device related thrombus (drt) measuring 1.5 x 4.95 cm and was layered with slightly mobile features. The closure device remained completely sealing the laa. There were no reported interventions or patient complications.

Manufacturer narrative:
B2 outcome: death added. B2 death date added. B5: information added. H6 impact code: death added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiogram (tee) imaging, and a 24 watchman flx closure device was implanted. At the 45-day routine follow up, tee revealed a very large device related thrombus (drt) measuring 1.5 x 4.95 cm and was layered with slightly mobile features. The closure device remained completely sealing the laa. There were no reported interventions or patient complications. It was further reported the patient died 59 days post index procedure of unknown cause. No emergency room visit was noted on or near the date of death. The patient was discharged on aspirin and plavix medications post index procedure. The patient had been started on eliquis as the treatment for the drt. The patient had been on eliquis prior to the index procedure.